Event description:
I had essure implanted in (B)(6) of 2011 and ever since have noticed signs of joint pain, back pain, intercourse pain, pelvic pain, tiredness, memory loss, blurred vision and headache.